Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which a bunched of polytetrafluoroethylene along with deformed (offset) conductor coils in several locations. Moreover, the offset coils could cause the lumen to be smaller in places. In addition, a stylet insertion test was performed that was passes with slight resistance.

Event description:
It was reported that this tachy lead was not successfully implanted due to stylet would not advance when lead bent. The lead was never in service. No adverse patient effects were reported.